Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Fracture mode is likely an overload fracture with multiple initiation sites at about 1.5 threads. Based on the location of the initiation site and the direction of the propagation of the fracture, it is likely that the surgeon was leveraging on the inserter at the time of fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported during a total hip arthroplasty, the tip of the inserter fractured off as the cup was inserted. No patient injury was reported.